Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The implant coil was returned for evaluation. The pusher was not returned. The coil was stretched from the proximal tie knot location all the way distal until just a few distal revolutions of the implant coil were still intact with the intact distal ball. The pet stretch resistant thread was broken and the broken end was visible from the few intact revolutions of the implant coil. The monofilament thread was stretched and broken as well. Based on the information provided and the returned product evaluation, the report of a stretched and broken coil can be confirmed. The report indicated that implant coils were dislodged from the aneurysm as the third coil was being removed for repositioning.

Event description:
It was reported that coil embolization treatment was performed for an ica aneurysm. Two coils were successfully placed in the aneurysm. During placement of a third coil, the coil suddenly "felt different" and it was withdrawn. During removal, the coil stretched and then broke. As the proximal end of the coil was being removed, the previously implanted coils were "dislocated" from the aneurysm to the m3 segment of the middle cerebral artery. The detached coils were retrieved completely with three microcatheters and a stent retriever. There was no reported patient injury.